Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. However, the disassembly cannot be confirmed and potential contributions from patient or user-related considerations cannot be determined as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-01-15 - equinoxe, humeral stem primary, press fit 15mm; sn# (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s; sn# (B)(6), 300-20-02 - equinox square torque define screw drive kit; sn# (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta); sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial anatomic shoulder replacement on the right side. Subsequently, the patient experienced pain secondary to poly disassociation. As a result, approximately seven years and seven months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 1 of 2 for this event/patient.